Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a lead revision procedure after the right ventricular (rv) lead displayed loss of capture. The device was interrogated in order to program tachy therapy to off for the revision. At that time, it was noted that the ICD was in safety mode and was displaying fault codes. During the revision procedure, a proximal lead fracture was identified. The lead was capped and the device was explanted. Of note, the patient reported receiving a shock the evening prior to the revision procedure. There were no adverse patient effects reported.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.